Manufacturer narrative:
Investigation pending.

Event description:
Caller reported unexpected high results with inratio tests. The results were as follows: (B)(6) 2015: inratio=7.2, 6.6. It was noted that the patient self tester added multiple drops of blood when sample was applied to the strip. Patient self tester's therapeutic range is: 2.0-2.5. Result prior to this was on (B)(6) 2015 and the inratio=2.0; no dose change was made. Technical service rep followed up with customer and found that the most recent result was inratio=2.0 on (B)(6) 2015.

Manufacturer narrative:
The customer did not provide reference values for comparison. The accuracy of the customer's inratio results cannot be determined without this information. It is indicated that the product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing was performed. In-house testing results met both accuracy and strip repeatability criteria. After reviewing all historical testing for lot 357499, no product deficiency was found for this lot. The batch record was reviewed and met release specifications. There is no indication of a product deficiency and no corrective actions were required. An improper technique was identified in the complaint. It was also reported that the customer has lupus. These reasons cannot be ruled out as causes for the unexpected results. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.